Event description:
Additional information received from the customer for this report is as follows: during the routine concentrator checks, the driver noticed the ball on the concentrator goes down when oxygen is connected. The deformation was reported as visually obvious to the customer. The oxygen port was not completely occluded. The adapter was not cleaned, sterilized, or washed. It is not routinely changed. The oxygen tubing connected to the adapter is changed but the adapter is not changed.

Event description:
The customer reported this adapter was being used to bleed oxygen to a patient via CPAP when it melted/deformed, preventing the flow of supplemental oxygen.  The patient did not have a monitor checking their o2 levels during use; therefore, the customer advised they cannot definitively speak to patient impact, though no long term harm occurred. The technician found the device occluded during a routine concentrator inspection.  The adapter is connected to salter o2 tubing and they are using an (B)(4) invacare concentrator.  The other port is connected to respironics tubing from resmed which is subsequently connected to a CPAP mask. The customer is using CPAP (B)(4) from respironics set at 12 cm.  It is unknown how long the connector was in use before the port began to deform.

Manufacturer narrative:
(B)(4). Results of evaluation: a review was performed of the device history record for this lot number; the product was manufactured, inspected and released in accordance with carefusion specifications, no issues were identified. The return sample was received and evaluated. Visual inspection confirmed the inlet port was deformed. The sample was sent to an outside laboratory for chemical analysis. It was confirmed that the deformed port had absorbed dehp. The deformation was caused by long term contact of this adapter with a product containing pvc.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be sent to the FDA.